Event description:
The customer, a biomedical engineer, contacted physio-control to report that while performing a preventive maintenance (pm) inspection on their device that he constantly received a "motion detected" message while the unit was in AED mode. As a result, the device would not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control provided the customer, biomedical engineer, with technical assistance. It was later confirmed by the biomedical engineer that the therapy pcb assembly was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was placed back into service for use. The device has not been returned to physio-control for evaluation.